Event description:
It was reported by the patient's daughter that the patient fainted three times after having been discharged from the hospital after being treated for severe heart failure. The device was noted to have provided a shock. The device remains in use. No further patient complications have been reported as a result of this event.